Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the lower trigger was getting stuck when pressed and the trigger was jammed. Therefore, the reported condition was confirmed. It was noted that the trigger components were worn. The assignable root cause was determined to be due to wear on components from repeated use and sterilization. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a "fellows course", it was reported that the trigger was stuck on the small battery drive device. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.